Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, the scrub tech removed the stapler from the box but the device broke and fell apart. It was stated that two staples had the same malfunction during the same event. Another stapler was used. There was no patient injury.